Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the laser handle was sticking. The handle was replaced. The system passed the checkout and was operational. The laser handle was returned to the manufacturer for analysis. Analysis found that there were no failures related to handle. Pressing the button anywhere along the handle turned on the laser pointer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the laser handle was not activating correctly. They tried cleaning it with no success. No patient involvement.